Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The rep reported that the patient basically needed more stimulation in her foot. The leads were in good position from original surgery for the dtm workflow. The doctor decided to pull one lead down a tiny bit, perform intra-operative testing to confirm stimulation in the foot, and re-anchor the lead. The patient states she could feel stimulation in her ankle but not very much in her foot. She wanted to feel the stimulation in her foot. The rep reprogrammed stimulation and an x-ray was taken. Stimulation did not cover the entire foot as the patient desired. X-ray showed that the leads were still in good position for dtm workflow.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-aug-2024, UDI# (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 31-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  per email received from rep (B)(6) 2021 leads were repositioned on (B)(6) 2021. The doctor just repositioned an existing lead lower and re-anchored it.